Event description:
It was reported that an ilet pump was dropped, resulting in a cracked screen that rendered the display nonfunctional and led the user to discontinue pump therapy and revert to multiple daily injections. Symptoms included no injury to the user. Outcomes included interruption of insulin pump use and reliance on alternative therapy while continuing cgm use. Investigation included internal complaint intake, verification of device information, and instructions provided for device shutdown and data synchronization prior to return. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, with loss of screen functionality and inability to operate the device controls. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from dropping the device.